Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the wake button was delayed in responding to touch. Customer's blood glucose level was 159 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally, based on the analysis, the alleged quick bolus button issue could not be verified.